Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument was opened to begin the procedure. The cable was found outside the pulley, so the maryland bipolar device is used. The procedure ends without incident. The customer refused the return because the instrument had no remaining uses. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.